Event description:
It was reported that z-syndrome was noted approximately 3 months post implantation of the iol in the pt's left eye. The lens was subsequently exchanged for another lens of different diopter power and different model. Before the lens was exchanged the bcva was 20/30. According to the surgeon, the pt's prognosis is good.

Manufacturer narrative:
The device has been requested, but has not been received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.